Manufacturer narrative:
Device was evaluated but nothing replaced until estimate approved.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery was replaced due to a "service required" code. The manufacturer received additional information stating the internal battery functioned as designed and was replaced for preventative maintenance. No "service required" code was observed. The device functioned as designed.